Event description:
It was reported that the system displayed an "x-ray tube protection interruption" error message that was not bypassable and rendered the system inoperable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced some parts, but no conclusion can be drawn, as further repair info is not available.